Event description:
Complainant alleged that while attempting to monitor a pt, the device displayed a "check pads" message. Complainant indicated that there was no adverse effect to the pt due to reported malfunction.